Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the impact plate on the back of the ratcheting handle was loose. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The ratcheting handle was returned to the manufacturer for evaluation. Testing found that the end cap was removed from the instrument. Functional testing found no fault with the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.